Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the physician reported that the patient may have an infection (B)(4). The physician declined to provide details at that time. The patient underwent a rns system (neurostimulator and three leads) explant procedure on (B)(6) 2025. On (B)(6) 2025, neuropace became aware of the explant procedure. Neuropace was not present at the procedure. On (B)(6) 2025, neuropace received additional information related tot eh explant.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Additional details were provided by the surgeon on 11/26/2025. The description of the event has been updated to reflect the newly provided information. On oct 3, 2025, one of the patients physicians reported that the patient may have an infection ((B)(4)). The surgeon later reported there was poor healing at the back edge of the craniotomy incision that eventually broke down and resulted in infection of the flap at the rns site. The patient underwent a rns system (neurostimulator and three leads) explant procedure which was performed on (B)(6) 2025. Neuropace was not present at the procedure. The deep incisional infection was resolved after removal of the bone flap and all hardware related to the rns system. Treatment included unspecified oral and IV antibiotics. Neuropace was not present at the procedure. Cultures were positive for gram negative rods.